Manufacturer narrative:
Zimvie did not receive one (1) tsx47b11, (tsx implant, 4.7mmd, 11.5mml) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 1278421. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Passed operation 100. Complaint history review was performed for the reported lot number 1278421 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : packaging : incorrect or missing label.¿ the customer did submit images for the reported event. The image was of a 4.7mm x 10mm vial cap sticker and the implants outer box sticker indicated 4.7mm x 11.5mm. However, the customer didn¿t submit any images of the vials label. No additional images were made available zimvie. A definitive root cause could not be determined. However, according to the investigation and pfmea, the reported event might have occurred due to improper handling and/or storage by end user. The reported issue which is currently being monitored. (B)(4) was created to further evaluate the reported event. Although the reported labeling issue cannot be confirmed, an awareness training was provided to operators in the labeling and packaging areas. Therefore, based on all the available information and image review, a malfunction could not be verified. The customer didn¿t return the implant, the implants packaging, or the vials label could not be verified. Additionally, there was no evidence of incorrect label printing, reprocessing, or lot mix-up was identified. The reported event/coob was unconfirmed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up." H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie did not receive one (1) tsx47b11, (tsx implant, 4.7mmd, 11.5mml) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 1278421. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Passed operation 100. Complaint history review was performed for the reported lot number 1278421 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : packaging : incorrect or missing label¿ the customer did submit images for the reported event. The image was of a 4.7mm x 10mm vial cap sticker and the implants outer box sticker indicated 4.7mm x 11.5mm. However, the customer didn¿t submit any images of the vials label. Further images were made available zimvie. Based on the investigation and risk management file review, the most likely root cause determined was improper handling of product outside of zimvie controls. Per image review, the implants packaging was opened, and the implant was placed. Additional images of the implant¿s labels were not available. Therefore, based on the available information, a packaging malfunction was not established. Without device receipt, the reported event/coob was non-verifiable since the condition of the product/packaging received by the customer was unknown. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided.

Event description:
It was reported wrong label sticker on the green cap----the size indicated is incorrect and there are no stickers. The size indicated on the sticker affixed to the green cap of the vial case was different to the size written on the outer box. The cap sticker on the vial case states 4.7mm x 10mm, while the outer box states 4.7mm x 11.5mm. The fixture has already been implanted. Procedure completed with the same implant.